Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approximately a 7 month implant duration due to tearing of tendon fiber of patient valve leaflet. Fiber tearing not device related.